Event description:
During the procedure it was reported that the distal end of the catheter split and plaque came out. This happened mid-case. Device was being advanced into the patient using an antegrade approach. A second device was opened resulting in a similar event during the first insertion. Both devices were from the same lot - please cross reference with MDR 2954929-2005-0023.